Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 500 mg/dl. Customer treated their blood glucose with 20 units of insulin by manual injection and with the insulin pump. Customer also reported a bent needle on the sensor. It was also found the needle separated from the tubing during insertion. The customer could not recall any significant events leading to the issue. The customer declined to return the insulin pump for analysis.